Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-5 to treat stenosis. It was reported that the tip of the tap broke during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually and dimensionally confirmed the instrument is broken at the base of the radius near the 65mm mark. No surface defect identified that could contribute to crack propagation. Dimensional inspection of the relevant dimensions, as well as the instrument hardness were inspected and found to be within print specification.